Event description:
A customer reported intermittent occlusion alarms. Despite these alarms, there was no adverse impact on the customer's blood glucose level. Initially, technical support advised the customer on remedial steps which the customer declined to complete fully. As the occlusion alarms continued, a replacement pump was recommended by clinical support services after comprehensive troubleshooting efforts were exhausted.